Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis indicated that the memory log was reviewed and found that while implanted the device did not record any fault code. Based on the battery depletion curves (no indications of intermittency) and no faults, the failure mode is consistent with normal battery depletion. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) device had an open heart surgery and was told that the device had two months remaining. Boston scientific technical services (ts) discussed that the device can beep for elective replacement indicator (eri) or for any problem. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) device had an open heart surgery and was told that the device had two months remaining. Boston scientific technical services (ts) discussed that the device can beep for elective replacement indicator (eri) or for any problem. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis indicated that the allegation was not confirmed. The memory log was reviewed and found that while implanted the device did not record any fault code. No other suspicious faults or resets were noted. Based on the battery depletion curves and no faults, the failure mode is consistent with normal battery depletion. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.